Event description:
It was reported that a physician was having difficulty establishing communication with generators using her current programming system. The physician used another handheld and the issue was resolved. The physician has stated that she will not provide any additional information and good faith attempts to have the original handheld returned to the manufacturer for analysis have been unsuccessful to date.